Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited an unknown product anomaly. There is no further information available to date and the device remains in service. No adverse patient effects were reported.